Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low sensor scan and experienced a loss of consciousness. The customer further reported being able to self-treat with insulin (type/dose unknown) and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform accuracy testing while in the test fixture. All results were within specification. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 has been updated to include product return results.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low sensor scan and experienced a loss of consciousness. The customer further reported being able to self-treat with insulin (type/dose unknown) and no further information was provided. There was no report of death or permanent injury associated with this event.